Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of intermittent alarms was confirmed via log file analysis; however, difficulty connecting the white power lead of the system controller to power sources was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)was returned for analysis and a log file (c8101039) was downloaded for review that showed events spanning approximately 5 days (B)(6) 2023¿ (B)(6) 2023, (B)(6) 2023 per timestamp). Events occurring on (B)(6) 2023 were recorded during testing at abbott labs. Intermittent atypical power cable disconnects coincident with rsoc invalid faults on the white power cable were active from (B)(6) 2023 at 12:33:43 ¿ (B)(6) 2023 at 13:40:29. These alarms cleared shortly after activating and occurred on battery power. Pump operation was not affected by these alarms. The driveline was disconnected on (B)(6) 2023 at 16:11:16 for a system controller exchange. There were no other notable alarms active in the log file. The controller underwent preliminary and functional testing and passed. The controller was connected to a mock loop and was able to operate a pump with no alarms active. The controller functioned as intended. Further testing was performed with several test battery clips and a test power module patient cable. The controller¿s power cables were able to connect to the test components as expected without any difficulty. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and quality assurance (qa) specifications. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient was having intermittent power cable disconnect alarms on the white power lead even though power was connected. The alarms resolved with controller exchange. Log files were unable to be provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had difficulty connecting the white lead of the system controller to power sources. Intermittent power cable disconnect alarms occurred despite the controller being connected to power. The controller was exchanged, and the issue resolved.